Manufacturer narrative:
The referenced device was returned to olympus for service/repair. The evaluation confirmed the customer¿s reported issue, b30 scope communication error occurs attributed to damage to the charged coupled device unit and from dirt on the electrical contacts of the video connector. The bending able is insufficient from an elongated angle wire. The bending section cover glue is peeled and missing, the light guide connector has deformation. The device is also scratched at the video connector, on the control body, the grip, the up/down plate, switch (1), the light guide connector, the surface of the light guide connector cover glass, and the video connector case. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus (omsc) was informed that the customer endoeye flex deflectable videoscope was returned for service/repair for a reported ¿b30 scope communication error¿. The reported issue was found during an unspecified event. No death, injury or harm was reported to olympus.

Manufacturer narrative:
Healthcare professional should have been selected on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a malfunction of the image sensor unit, a board inside the video connector, or a malfunction on the system side. Olympus will continue to monitor field performance for this device.